Event description:
When the penumbra system aspiration pump was removed from the shelf, the plastic air filter sheered off from the metal nut. The hospital used a screw driver to remove the plastic fragment. The hospital attempted to fix the pump but could not.

Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation.